Manufacturer narrative:
Title: a randomized controlled trial of stapled versus ultrasonic transection in distal pancreatectomy source: surgical endoscopy https://doi.org/10.1007/s00464-021-08724-3. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a study compared outcomes of stapled transection versus ultrasonic transection in patients who underwent distal pancreatectomy between july 2018 and july 2020. 72 patients underwent stapled transection using a reinforced tri-staple reload. Complications in the stapled transection group included: postoperative pancreatic fistula, biochemical leak, abdominal collection and postoperative pancreatic hemorrhage. Pancreatic fistula was treated with percutaneous drain. Reoperation was required for hemorrhage and sepsis due to infected postoperative pancreatic fistula. Readmissions and blood transfusions were reported.